Event description:
A report was received that alleges the device was found leaking after an unk amount of time in use. No related medical sequela was reported.

Manufacturer narrative:
Device eval: one used product sample was received for eval. Visual inspection and functional testing of the returned sample found the device operated as intended within product specs; no leakage was observed.